Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. It was originally believed that the pt was not draining csf fluid because the physician had removed a large amount of fluid during surgery. However, the hospital staff had incorrectly attached the edm ventricular catheter to the red end plug on the pt line tubing. In this setup, csf fluid cannot flow through the system. The instructions for use that accompany the device state to "remove the end plug from the pt line" when connecting the edm ventricular catheter to the system. According to the physician, the pt died as a result of his disease and the death was unrelated to the function of the device.

Event description:
It was reported to medtronic neurosurgery that a pt did not drain csf fluid for 6 to 8 hours. It was originally believed that the pt was not draining csf fluid because the physician had removed a large amount of fluid during surgery. According to the report, the hospital staff attached the catheter luer lock connector to the red end plug on the pt line tubing which resulted in the pt not draining csf fluid. Through f/u on (B)(6) 2012, it was discovered that the pt expired. According to the physician, the pt died as a result of his disease and the death was unrelated to the function of the device.